Event description:
It was stated that the insulin pump had a blank display. Unable to troubleshoot with the caller due to hipaa guidelines. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. We, therefore, consider this report complete to the best of our knowledge.